Event description:
Customer reported previous images are not being cleared and parts remain on screen. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor pcb. System operates as intended.